Manufacturer narrative:
Device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Product passed functional testing during 12 hour burn-in with no overheating or signal loss. Live video output remained constant throughout functional testing and burn-in without overheating. All functions perform as expected. The complaint could not be confirmed since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported camera head got hot during procedure, no backup device was available. No injuries were reported.